Manufacturer narrative:
Additional information: d8, d9, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h3, h6, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the adapter came with a piece of a reload stuck in the distal end of the adapter, and the blue button was able to be depressed fully. Functionally, the adapter was disassembled. It was noted that the rotati ng ring was pulled off and stuck to the broken reload adapter piece. The strain gauge was evaluated again, but it was still unresponsive. The observed damage to the device was likely due to the reload being excessively manipulated while connected to the device. A review of the system logs showed no error. It was reported that the jaws of the reload did not close at all, the articulation was insufficient and the reload could not be adjusted to the expected position, the device was difficult to unload, the screen displayed a yellow swimlane aligned with the reload symbol, and the loading unit disengaged from the handle. The reported issues were confirmed. The most likely cause was not traced to the device. It was also reported that the product was sterilized using an autoclave, and the device produced an abnormal amount of heat. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the reload was placed on the antrum of the stomach, the surgeon used an adapter that had just been removed from the autoclave and against sterilization instructions, was taken directly to room and was not allowed to cool for 20 minutes. It was immediately attached to the reinforced reload without attempt to reduce the heat with saline. The initial screen was all green; reload was cycled, inserted into the patient, opened and articulated, tissue placed within the jaws. The "loaded improperly" error message displayed on the screen, and the reload would not close or un-articulate. It was frozen in that position. The surgeon forcibly removed the device from the patient trocar, and the reload ripped off and broke in half, with components remaining at the end of the adapter attempting to unload. A new adapter and reload was fired and used with the same handle and shell to resolve the issue. There was no patient injury.